Event description:
The lay user/pt contacted lifescan (lfs) austria in 2006 and alleged that her one touch ultra meter kept giving the error 4 message. In 2006, at approx 7:15 am, the pt was not able to obtain a blood glucose result on the reported meter due to an error 4 message (she received the error 4 message each time she attempted to test). She was not experiencing any symptoms at that time. Based on her morning diabetes medication regimen, she takes between 18 to 24 units of mixstad 30 insulin according to her meter results, and 1 pill of glucophage. However, since she did not obtain a reading, she injected the lowest dose of 18 units of insulin and the glucophage pill per her regimen. At approx 10:10 am, she began to feel symptoms of hypoglycemia (shaky) and started to search for her husbands blood blucose meter to test on. She did not attempt to test on her meter at this time. She obtained a result of 42 mg/dl. She then ate some honey and began to feel better immediately. She tested on the husband's meter again and received a result of 60 mg/dl. One hour later, she retested on that same meter and received 84 mg/dl. She did not require any medical attention or intervention. At the time of troubleshooting, it was verified that this was not a new product. The pt's testing technique was reviewed to be correct and the condition of the test strips was also good. The meter was not exposed to temperature outside of thee acceptable range. The pt was asked to retest with a new vial of test strips, but she did not have the product to complete troubleshooting. This complaint is reported because the meter failed to provide an actionalbe result at the time the pt was experiencing symptoms that may suggest an abnormal blood glucose level that improved with food (honey). Earlier she was also unable to obtain a result and had injected 18 units of insulin. Her blood glucose level on her husband's meter was low which correlated with her symptoms.